Manufacturer narrative:
(B)(4). Firing trigger teeth. The analysis results found that the (B)(4) device was returned with the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached what caused the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge. When either or both of these scenarios occur the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis. Batch history review has been completed with no anomalies reported.

Event description:
It was reported that during a splenectomy through video procedure, the device did not staple nor cut after the appropriate fire. It is unknown how the case was completed. There were no adverse consequences to the patient.